Event description:
It was reported that the nurse called with alert 50 (patient temperature 1 erratic) patient temperature 1 discontinuity. There has been a significant change in patient temperature over the past 8 minutes. Mss had the caller stop therapy, check patient temperature probe, check temperature probe cable, check connection between the two. The patient temperature on the arctic sun device now correlates with temperature on bedside monitor. Mss had nurse resume therapy, no additional alerts. Mss advised if this happened again during the case to do the same steps, and if it continued to alert or confirmed patient temperature did not read accurately, to change either the patient temperature probe and or the arctic sun temperature in cable, or send to biomed if necessary.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse called with alert 50 (patient temperature 1 erratic) patient temperature 1 discontinuity. There has been a significant change in patient temperature over the past 8 minutes. Mss had the caller stop therapy, check patient temperature probe, check temperature probe cable, check connection between the two. The patient temperature on the arctic sun device now correlates with temperature on bedside monitor. Mss had nurse resume therapy, no additional alerts. Mss advised if this happened again during the case to do the same steps, and if it continued to alert or confirmed patient temperature did not read accurately, to change either the patient temperature probe and or the arctic sun temperature in cable, or send to biomed if necessary.